Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device needle detached from the thread. The procedure was complete with another device. There was no patient injury.